Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned for analysis. Physical device analysis is not completed, however, performance data collected from the device was received and analyzed. The primary analysis found that the battery depletion indicated elective replacement indicator (eri). It was also noted that the time if the elective replacement indicator (eri) was (B)(4) 2013 the battery voltage was less than or equal to 2.6251 volts. Concomitant medical products: 4193 implantable pacing lead: (B)(6) 2005. 4076 implantable pacing lead: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. The primary analysis found that the battery depletion indicated elective replacement indicator (eri). It was also noted that the time if the elective replacement indicator (eri) was 2013-(B)(6) the battery voltage was less than or equal to 2.6251 volts. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) in the right ventricular (rv) lead. It was also reported that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity and high output and the lv lead had varying and high threshold. The ICD was explanted and replaced and the rv and lv leads remain in use. No further patient complications have been reported as a result of this event.